Event description:
It was reported that patient experienced a hematoma without any known preceding factors. The hematoma was evacuated on (B)(6) 2025; however, the physician opted to explant the entire system on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the patient's right lead had high impedances and the right lead extension was explanted to address the issue.